Event description:
On (B)(6) 2006, the pt was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm and a right common iliac artery aneurysm. Tornado coils were placed at the origin of the right internal iliac artery. On the final angiogram, a distal type I endoleak was revealed. An aneurx aortic cuff was implanted distal to the contralateral leg component to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure. On (B)(6) 2008, the pt was treated for the type ii endoleak using multiple tornado coils. The blood flow was significantly decreased into the accessory renal vessels and distal lumbar arteries. No further complications were noted. On (B)(6) 2008, the pt was treated for the left internal iliac artery aneurysm using cook coils during an arteriogram. On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprostheses contralateral leg components to continue treatment of the left internal iliac artery aneurysm. The aneurysm was excluded and the pt tolerated the procedure. No further complications were noted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: pxt231414/(B)(4), pxc121200/(B)(4).